Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle and auxiliary water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed and the air/water supply volume did not meet standard value due to foreign material in the device nozzle and jet tube. Additionally, the evaluation found no color on the air/water and suction cylinders, a scratch on the scope connector cover, peeled label on the suction connector, due to wear and tear the play on the up/down knob and right/left knob were out of standard value, breakage on the light guide bundle, discoloration of adhesive on objective lens, crack on light guide lens, visible thread on the bending section cover adhesive, and there was a wrinkle on the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had a blocked air/water duct. The device was returned for evaluation. During the device evaluation, the following malfunction was found: there was white fiber foreign material in the nozzle and whitish crystalized foreign material in the jet tube. There was no reported patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.